Manufacturer narrative:
The device was received, and an evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to false air in line alarms. Service evaluation verified the false air in line alarms. The cause was identified to be continuity across the ultrasonic sensor pins. The upstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the recertification process of a spectrum pump, the device displayed constant false air in line alarms. There was no patient involvement. No additional information is available.